Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow-up report for MDR 3004753838-2014-10353 should not have been reported. Please disregard any information regarding the follow-up 001 report.

Event description:
Consumer contacted dexcom to report that the sensor gave inaccurate blood readings. The consumer did not report any medical intervention or injuries.